Event description:
It was reported that the pt fell to the ground and hit her head. After this she was not able to hear anything. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.